Manufacturer narrative:
H.6 investigation summary. Catalog number: 367968. Batch number: 2342055. Bd had not received samples, but (B)(4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for low draw was observed. Additionally, retention samples from bd inventory were draw tested and all retention samples tested within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low draw based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found an insufficient negative pressure. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: defect: insufficient negative pressure found. Quantity: (B)(4). Effects: no effect on patients and users. Claim settlement: a complaint reply letter is required, no green claim settlement is required, photos are available, samples cannot be returned.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found an insufficient negative pressure. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: insufficient negative pressure found. Quantity: 2. Effects: no effect on patients and users. Claim settlement: a complaint reply letter is required. No green claim settlement is required, photos are available; samples cannot be returned.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.